Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via social media that the morning of the call, before leaving to school, they were attempting to enter the customer's blood glucose and the numbers on the screen kept ramping. She changed the battery but issue could not be resolved. She also mentioned that both her daughter and grandson have gone through two insulin pumps in the past year. Comment was replied by company representative requesting to send contact information to reach out to them.